Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: during investigation, the pump powered on to a clear and legible display. The original complaint of a flashing display was unable to be duplicated. A leak test was performed and failed due to a leak in the display lens. Moisture was found on the display, on the keypad connector, on the motor flex connector, and on all boards. The pump's files were unable to be downloaded due to moisture damage.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (flashing display with moisture) issue. It was alleged that there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.